Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 and 3 lifted high. In addition, a secondary issue was noted when the battery was found to be missing. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultrasmart meter would not power on. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 the patient noted the reported meter would not power on upon test strip insertion; he was unable to obtain a blood glucose reading. The patient manages his diabetes with insulin taken on a sliding scale. The patient took no actions due to the meter issue. On (B)(6) 2014 the patient experienced the symptoms of nausea and dizziness. The patient went to the emergency room, where his blood glucose level was tested to be 168 mg/dl at 4:00 pm and 88 mg/dl at 8:30 pm. The patient was admitted to the hospital. Troubleshooting revealed the meter powered on successfully with the power button, there had been no misuse of the product and the patient¿s test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe injury and received emergency medical attention and treatment with insulin after the meter power issue occurred. Therefore, this complaint is being reported.